Manufacturer narrative:
.

Event description:
It was reported that the vns patient was having less seizures compared to pre-vns; however, the patient¿s seizures had increased in intensity since (B)(6) 2014 causing the patient to fall. Attempts for additional relevant information have been unsuccessful to date.